Event description:
It was reported that the right ventricular lead threshold decreased and there was low pacing impedance. The pace/sense portion of the lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).